Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Visually inspected and verified the insert has water and vibration. The insert was tested on a digital thermometer gauge # 6116 due date: (B)(6) 2018. The temperature is 105.1° f. Specification states not to exceed 118.4° f. Insert is out of useful life. Insert tip and laminate stack are bent.

Event description:
While using a 30k fsi-sli-1000 insert, the insert gets "red hot" when in use; no injury resulted.